Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon ¿wrapping with the top lens defect yellow outline/optics¿ did not identify a root cause. The camera head was inspected but the phenomenon was not reproduced. Upon functional tests, the endoscopic image could be observed through the camera head's finder within specifications. When the camera head was used in conjunction with a fiber scope, the endoscopic image appeared normal. All other control points according to product guidelines were within functionality. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd 3cmos camera head had an upper lens defect and yellow contour/wrapping with optics. There were no reports of patient harm associated with the event.